Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a sensor expiration message after inserting a new sensor. The sensor was inserted into the abdomen on (B)(6) 2018. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
Data was provided for evaluation. The reported event of a sensor that the patient experienced a sensor expiration message after inserting a new sensor was confirmed via data. The root cause could not be determined.